Event description:
It was reported that the patient had an incisional hernia repair. The suture was used to close the anterior abdominal wall sheath. The patient presented with franulation formation encompassing the suture material. The patient also had a wound infection following their initial mesh hernia repair and subsequently also required revisional surgery.